Event description:
Rn notified on 11/27 that pt was hospitalized on 11/26 (late afternoon). Wife found pt. In bathroom with syncope, nausea, and empty medication bag. 24 hour dobutamine infusion said to have infused over 2-3 hours per rn. Pt hospitalized and kept overnight. Pt discharged home on 11/27 without sequelae using same infusion device. Pump exchanged on 11/30/1998 for new 6060 pump and suspect pump returned to facility, and then sent to the MFR. Pt has history of admissions for syncope. On admission of 11/26, vital signs said to be normal, per md office.